Event description:
I had 8 areas treated with cool sculpting. It took 6 hours. After 3 days I started experiencing extreme nerve pain. It is still ongoing. It feels like I am being stabbed in my abdomen and outer thighs. The pain is sharp and happens randomly. It hurts so badly I get chills and feel nauseated. The pain is preventing me from sleeping and I cannot focus at work.